Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "infused to fast set for hrs finished in 30 minutes" was reproduced. The device was sent for flow testing resulting in an error percentage of 6.0625%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the out of adjustment of the pressure plate travel. The m2 and m3 springs required to be replaced to address the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused, infused too fast set for 1 hrs finished in 30 minutes during an unspecified process step in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.